Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was unable to recognize any universal serial bus (usb) that is plugged in to save and print reports. At analysis it was determined that the programmer touchscreen cursor was not in alignment with the stylus. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to recognize any universal serial bus (usb) that is plugged in to save and print reports. Troubleshooting steps were attempted by rebooting the device but to no avail after which it was advised to perform hard reboot. It was further reported that the programmer was unable to turn on. The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.